Event description:
I brought 15cc cancellous chips to the room. Catalog #: 400145. Company mtf. When double checking the implant, it felt it did not look right. Usually, it has an appearance of croutons, but this implant looked more like parmesan cheese, as if it was ground up. I got a new container of chips and brought the defective chips to the attention of inventory specialist. She asked that I fill out a safety event form as a near miss. This was a near miss. Having both the tech and rn check the implant and lay eyes not only on the expiration date but also the integrity of the product kept this patient from receiving a potentially faulty product.